Manufacturer narrative:
Corrected: d3 manufacturing plant address, state, and zip code. One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing noted a failed motor. The dso seal and the motor were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the pressure test. There was unknown patient involvement.